Event description:
Tampon broke inside my body, can't find it - vagina [foreign body in reproductive tract] the body felt uncomfortable. [Discomfort]. Broke - tampon [device breakage]. Period only came for one day [polymenorrhoea]. Consumer reported via email that the tampon broke during use. No serious injury was reported. (B)(6) 2021: consumer reported that her physician found no residue in her body.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke inside my body, can't find it - vagina [foreign body in reproductive tract]. The body felt uncomfortable. [Discomfort]. Broke - tampon [device breakage]. Period only came for one day [polymenorrhoea]. Case description: consumer reported via email that the tampon broke during use. No serious injury was reported.